Event description:
During a delivery, vacuum assisted delivery system was used. The vacuum would not release. The stem was cut to release the vacuum.

Manufacturer narrative:
No lot information was available. The subject device will not be returned. The investigation is currently on going. This report will be appropriately supplemented at the conclusion of the investigation.